Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the a/b valve, bubble generator and both reagent collar wash valves to resolve the issue. (B)(4).

Event description:
A customer reported their unicel dxc 600 pro instrument was generating low and non-reproducible results; instrument also generated low results that were suppressed. These results were not reported out of the laboratory. While troubleshooting the low results, the customer found a puddle of liquid approximately 2 by 3 feet under the instrument. The customer also observed liquid under the reagent probes.